Manufacturer narrative:
The additional proglide device referenced is filed under a separate medwatch report number. G9: exemption number e2019001-permits numbering sequence to begin with 10000, to avoid duplication of report numbers due to process transition. There may be gaps in numbering for reports submitted during the transition period. The device was not returned for analysis. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. The reported difficulty and subsequent treatment appear to be related to an interaction of the device with patient anatomy or suture pulled until it breaks due to circumstances of the procedure. Based on the information reviewed, there is no indication of a product quality issue with respect to manufacture, design or labeling.

Event description:
It was reported that suture placement in both common femoral arteries was completed with two proglide devices on each side, using the pre-close technique, via a 6f sheaths prior to an abdominal aortic aneurysm (aaa) procedure. The sheaths were upsized to 18f at the right common femoral artery and 16f at the left common femoral artery, and aaa procedure was completed. Reportedly, a suture break with one proglide device occurred at both common femoral arteries when advancing the knot with the suture trimmer. One additional proglide was used at each common femoral artery. Hemostasis was achieved with one preplaced suture and one post placed suture at each common femoral artery. There was no reported adverse patient sequela or clinically significant delay in the procedure or therapy. No additional information was provided.